Manufacturer narrative:
The investigation of this incidents needs further details from the user/customer. These are: - were a cuff check performed with both tracheostomy tubes before use? - not answered - which method was used to measure the cuff pressure? Not answered - what was the measured pressure when the leakage was detected? Not answered furthermore, the affected tubes needs to be returned to tracoe for investigation. Without the investigation of both tubes a root cause analysis is not possible and very limited. The tube was returned to tracoe and examined on 30.04.2025: a small hole was discovered in the cuff. The cause of this hole cannot be clearly clarified, as the results of the a priori cuff test are missing. All cuffs of the tracheostomy cannulas are subjected to a 100% test at tracoe as part of the quality inspection during production. Leaking products are discarded. However, the leaking problem was directly detected after the insertion of the tube. It is therefore unclear if the cuff was damaged during insertion, preparation or before use. It can be assumed that sharp-edged structures in the area of the cuff have led to the leakage right after the insertion of the tube. Nevertheless, the cause cannot be conclusively determined due to the missing goods.

Event description:
1) what went wrong with the device: it was reported that the cuff of a tracoe twist plus deflated immediately after the insertion of the cannula. It was not reported of the cuff was tested before use as it is described in the IFU. 2) description of health effects: it was reported that some bleeding occured. The patient went for the tube change to the hospital and left the hospital afterwards.